Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-03380. It was reported that the patient presented in clinic for a lead revision to address the left ventricular lead, which exhibited loss of capture due to dislodgement. During the procedure, upon opening the pocket, purulent drainage was noted. The physician decided to prophylactically explant the entire system. The patient was in stable condition.